Event description:
It was reported that the patient received inappropriate therapy due to noise. The noise could not be reproduced with isometrics or pocket manipulation. Lead measurements were stable and in range. Lead revision will be discussed. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.